Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause was unknown. It was reported that the patient was not hospitalized for this event. On an unreported date, the patient was treated with vancomycin injection (2g, ongoing, route, frequency and duration were not reported) and gentamycin injection (20 mg, ongoing, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was recovering from peritonitis. Pd therapy was ongoing. No additional is available.

Manufacturer narrative:
It was reported during follow-up that the patient was recovered from the event and antibiotic treatment for peritonitis was discontinued. Should additional relevant information become available, a supplemental report will be submitted.